Event description:
It was reported that the pt visited the clinic with his mother on (B)(6), 2012 for a check-up. On that day it was confirmed that the pt has been wearing his audio processors on the opposite ear to which they were assigned. The pt's mother cannot state for how long this has happened, and she also stated, that it had always been difficult to recognize any reaction from the pt, also in former times. Before (B)(6), 2012, the last check-up was carried out on (B)(6), 2009. Testing shows short circuits on electrode channels 1, 3, 4, 5 and 7.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.